Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed error messages related to an alarm system fault (sf82), a safety assert system fault (sf188) and atmospheric pressure measurement (sf115). Visual inspection of the device revealed the pneumatic block connector was not properly connected. The investigation determined that the sf82, sf148, sf188 and failure to complete its internal self-test was due to the pneumatic block connector not properly connected. The investigation determined that the sf115 was due to a defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test, displayed an error message (sf148) related to the blower and had a defective main board. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The customer declined replacement of the pneumatic block and main circuit board to address the reported issues. The device was returned to the customer unrepaired. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf148) related to the blower. There was no patient harm or a serious injury reported as a result of this incident.